Event description:
It was reported that; the second revision surgery was performed due to the rod breakage. The left and right of the rod were broke in two levels (left: l4/5 and l3/4, right: l5/s1 and l4/5). During the revision surgery, the surgeon tried to remove the closed polyaxial screw on left s2ai. But the screw was not able to removed and the tip of the drivers was deformed. The screw shaft was remained. This event is related to (B)(4).

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The visual inspection of the driver showed that the tip of the screwdriver was deformed. The tip was bent at the shaft below the threaded section. Conclusion: the probable root cause is that the surgeon applied a excessive torsional force at a slight incline that caused the screwdriver tip to deform.

Event description:
It was reported that; the second revision surgery was performed due to the rod breakage. The left and right of the rod were broke in two levels (left : l4/5 and l3/4, right : l5/s1 and l4/5). During the revision surgery, the surgeon tried to remove the closed polyaxial screw on left s2ai. But the screw was not able to removed and the tip of the drivers was deformed. The screw shaft was remained. This event is related to (B)(4).